Event description:
The stryker core impaction drill was sent in for repair because it was overheating during procedure. Another device was used to complete the procedure; no adverse event was reported.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. A damage motor, rotor preload plunger and spindle housing was noted. Corrosion damage to the motor was identified as the probable cause of the failure. Preventive maintenance was done on the bearing and nose cone and the device was repaired and returned to the customer.